Manufacturer narrative:
A correction was made to update the most accurate information regarding the reported device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). It was reported that they were calling from the hospital because the patient went to the emergency room and the equipment had an alert to seek medical care so they were trying to find a facility to remove the ins. The caller confirmed that the patient's emergency room visit is related to the mdt device/therapy; patient services clarified further with the caller and caller states that the device alerted; alert on pain stimulator to seek medical care. No patient symptoms reported. No further complications reported/anticipated. Additional information was received from the patient. It was reported that the battery charger showed that they "needed to go to the ER". Patient likely meant it was showing eri. Patient reported the device indicated it was necessary. Patient stated they also had medical issues that required an MRI. Patient stated they need surgery and may get another one. Patient reported they will removing it and their next appointment was on (B)(6) 2020.